Manufacturer narrative:
Evaluation summary: it was caused due to the chemical damage on the ift. This report is being filed as part of the pentax backlog management plan.

Event description:
The insertion tube of the scope was worn out. The time of event is unknown. There was no report of patient harm.